Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence. It was suspected that the balloon lost pressure. The balloon was explanted and replaced. There were no additional patient complications reported.